Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Customer had used an unapproved vtm for testing. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false negative sofia sars result for 1 patient. It is unknown whether the patient was symptomatic or asymptomatic. During testing the customer used remel m6 vtm, an unapproved transport media. The customer communicated that the result was confirmed positive through pcr testing.